Event description:
Reporter reports, after 2 months of usage, a minicap transfer set leaked fluid after the set clamp could not be closed. Per affiliate, the twist clamp was overtorqued. The affiliate reports a test was conducted in the hospital to determine the leukocyte level for the patient in 2004, with no infection noted. The transfer set was changed the day after the leak was noted. The affiliate reports no patient injury or medical intervention as a result of the incident.